Manufacturer narrative:
Additional information: section d8, h6 & related mfg report number #3011175548-2024-00206. Investigation summary: this complaint reports that and oasis drain (p/n 3600-100, l/n unk) was found with discolored water in the water seal chamber. The user stated that, to their knowledge, the drain was not knocked over. The drain was in use for 4 days with no issues with functionality. On the fourth day the drain was moved from active suction to gravity drainage and within an hour of the change, it was noticed that the water had turned from blue to green. The device was not returned for evaluation. A picture was provided which confirms the discoloration. It can be seen in the picture that the water in the water seal is grey-green. There is orange-red fluid in all three columns of the collection chamber. The picture does not show the tops of the columns or the knockover nozzle chamber. The green color in the water seal chamber is also consistent with the resulting color seen in past complaints when orange-red fluid spills into the water seal chamber. In a previous investigation, two new oasis drains had their water seals filled to the two centimeter line. Both water seals turned the expected light blue color. One of the drains was left unchanged, and the other had three drops of blood added to the water seal chamber via the sampling port. The water in the water seal turned a light grey color. A DHR review could not be completed because a lot number was not provided. The IFU provides adequate instructions for use of the device. It instructs the user on how to position the drain and what to do in case of a knock over. The IFU provides adequate instructions for use of the device. It instructs the user on how to position the drain and what to do in case of a knockover. No evidence was identified to suggest that this complaint is related to the IFU. The complaint is confirmed but no device nonconformances can be confirmed. No evidence was found to suggest that this complaint is related to design, manufacturing, materials, or the IFU. The color of the discoloration is consistent with the color of the drained fluid seen in the picture and with the results of the testing performed on new drains. The most likely root cause of these complaints is user error due to contamination of the water seals with fluid from the collection chamber. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Hospital reported that they have a drain with discolored water. New drainage unit placed on 8/23/2024 and water became discolored on 8/27/2024. The water changed color about 30 min-1 hour after taken off of continuous wall suction and placed on water seal. No air leak prior to discoloration. The drain was working correctly, besides the water color issue. No adverse effects to the patient.

Manufacturer narrative:
Complaints associated with defective or damaged device identified during use related to when the drain water is discolored/grey. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Atrium medical corporation will no longer report future events for complaints associated with defective or damaged device identified during use related to when the drain water is discolored/grey, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a